Manufacturer narrative:
No intervention was needed to remove the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora rx ptca balloon catheter was used to treat a severely calcified lesion exhibiting 100% cto (chronic total occlusion ) in the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues. The device was not kinked and re straightened. The lesion was not pre dilated. Resistance was encountered advancing the device. It was reported that device fractured at the hypotube during delivery through the vessel. The device was removed without difficulties using normal techniques. The patient was reported as alive with no injury.